Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header found a hole in the rv tip sealplug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Based on history it is known that holes in the seal plug(s) can contribute to noise and oversensing.

Event description:
Boston scientific received information that during the implant procedure difficulty inserting the right ventricular (rv) lead into the header of this device was experienced. After the device was placed in the pocket noise was observed. The device was removed and seal plug damage was observed along with body fluid infiltration. The device was replaced without incident. No adverse patient effects were reported.